Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritationt, asthma (new or worsening), inflammatory response, lung disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021, z-1974-2021, z-1973-2021 h3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged respiratory tract irritation, asthma (new or worsening), inflammatory response and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box g date received by mfg, report type and in box h, if follow-up, what type?, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.

Manufacturer narrative:
In previous report, reporter missed to capture information. The following has updated in this report. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal has updated. In box g: report source - other has updated. In box h: patient outcome code grid has been updated. In previous report, reporter captured incorrect information in component code grid. It has corrected in this report.